Manufacturer narrative:
The field service engineer replaced solenoid valves. The valves were rusty inside. The probes were checked and these were properly adjusted. No further issues occurred after replacement of the valves. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with gluc3 glucose hk gen.3 and one patient sample tested with tp2 total protein gen.2 on a cobas 6000 c (501) module. The initial value from the first patient sample was reported outside of the laboratory to medical personnel. No incorrect results were reported outside of the laboratory for the second and third samples. The first sample initially resulted with a glucose value of 65.9 mg/dl and this value was reported outside of the laboratory. The value did not agree with the medical status of the patient. The sample was repeated on a cobas integra 400 plus, resulting with a value of 956 mg/dl. The value from the integra analyzer was believed to be correct. The second sample initially resulted with a glucose value of 1163.7 mg/dl accompanied by a data flag on (B)(6) 2020. The sample was repeated on the same analyzer with decreased sample volume, resulting with a value of 132.8 mg/dl. The sample was also repeated on the integra analyzer, resulting with a value of 1356 mg/dl. The result from the integra analyzer was believed to be correct. The third sample initially resulted with a total protein value of 23.3 g/l on (B)(6) 2020, which repeated on the same analyzer as 79.4 g/l.